Event description:
Event with vivosorb in the UK: patient, 27 yr old, had glass laceration r 3rd common digital nerve (cdn) , pin nerve graft in 2013., resulting in pain, numbness. (B)(6) 2021 patient underwent neurolysis 3rd cdn r palm, vivosorb. (B)(6) 2021 seroma was noted, pain resolved, no improved sensation. Lump in palm. Enlarged causing functional problem. (B)(6) 2022 seroma aspiration. (B)(6) 2022 removal of wrap and encapsulated seroma dense layer of scar found without a well defined sheet.

Manufacturer narrative:
A seroma developed initially, but the pain had been reduced. Return of sensation could take longer due to physiological systems. It is expected that vivosorb would be resorbed in the period of time (15 months, the product should have been degraded within approx 16 months; therefore no well-defined sheet). No causal relationship has been established between the incident and the device, as a seroma is generally assumed to be caused by a surgical procedure itself and not inherently related to device use. However, a causal relationship cannot be ruled out as there is still product material in place at the location and the seroma remained for an extended time after surgery.